Event description:
The facility dist substituted a tecnol limb holder, catalog 24446 for backordered tecnol 24449-010. Nurses at the facility were not trained on the application of the substitution restraint. As a result, patients were reported to have fallen from bed. The facility had no pt info since no injuries were reported as a result of this problem. The two restraints are very similar in design and instructions for application. The 24446 has only one strap and the 24449-010 has two straps for securing the limb to the bed or wheelchair.